Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided abscess percutaneous drainage catheter placement procedure using navarre universal drain. During the preparation, the front-end of packing was allegedly damaged. Additionally, component was deformed and the packaging seals were damaged or open. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a drainage catheter package with label. A part of the drainage catheter, stylet and the cannula were noted to be protruding outside of the package in top-right corner. Therefore, the investigation is confirmed for the reported tears, rips and hole in device packaging issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided abscess drainage catheter placement procedure. During the preparation, the front-end of packing was allegedly damaged. Additionally, component was deformed, and the packaging seals were damaged or open. The procedure was completed by using another device. There was no patient contact.